Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to nose bleeds.there was no report of patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the soundabatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nose bleeds related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged to nose bleeds. There was no medical intervention required by the patient. The reported events of nose bleeds and its reported severity was reviewed by the manufacture's clinical expert. These events are assessed as not related to the device in this case. Based on the available information, the manufacture concludes no furtheraction is necessary. The device was returned to the manufacturer's product investigation laboratory for further investigation. Additional information was received and added to the report. The device was returned to the manufacturer's service center on (02/23/2023z) for further evaluation. The device was evaluated on (06/26/2023). There was no mention of visual findings to the external part of the device. The device was evaluated. Upon internal and external inspection of the device observed slight floral smell in blower box ,contamination on the blower possibly due to our disinfecting agent. There were also signs of an unknown contaminate on the blower motor, the external investigation showed that there were no signs of contamination on the outside of the device.there was 5 errors found. The manufacturer concludes that pil is unable to address the complaint or symptoms.risk tags (ER (B)(4) v20) associated with this failure mode include: loss01, inter01. The results of this investigation do not impact the calculated risks. Sections b1, b2 has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging nose bleeds related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report. Section d4 was corrected which was missed in initial report.